Event description:
From staff: 16 fr coude ref#0170si16, lot# ngjq3300, was placed in the or prior to surgery balloon inflated with sterile water. After insertion/placement foley was being positioned and came out on positioning. The balloon was tested after removal from the patient and the balloon was broken/not intact. The rn circulator notified the or charge nurse and manager that the foley balloon either broke during inflation or was already not intact prior to inflation. Charge and manager told the rn circulator to proceed with placing a new foley.